Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. The defibrillation conductor fractured. The distal and defibrillation conductors were distorted. Blood/body fluid was observed on the outer tubing overlay, the defibrillation conductor and in/on the helix/lobe mechanism. The lead was stretched. The outer tubing was kinked/buckled, had environmental stress cracking (esc) breach and the outer tubing overlay displayed esc. A white substance was observed on the tip electrode. Performance data collected from the device was analyzed. No anomalies were found.

Event description:
It was reported that the lead had high threshold. An xray revealed there was "lack of sufficient slack" on the right ventricular (rv) lead. During lead extraction, the suture sleeve was found to be loose and the rv lead was not fixated by the suture sleeve. The lead was extracted and replaced. The patient left the hospital in "good condition". No patient complications were reported as a result of this event.